Event description:
Olympus was informed that during preparation for a therapeutic plasma resection procedure, the esg-400 hf generator issued error message e006. However, the intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus (B)(4) (osh) (returned to osh on 2022/08/19). The evaluation at osh confirmed the occurrence of error message e006, which could not be reproduced, but was found in the error log several times. Furthermore, error message e486 was found in the error log, which also could not be reproduced. Since the error messages could not be reproduced, a temporary fault is assumed. No functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. Error e006 is triggered when the electrical resistance between the electrodes of the device increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used, if there is increased tissue adhesion at the electrode¿s distal tip or if the cutting electrode has not been correctly inserted into the hand instrument. However, the exact cause could not be conclusively determined in this case. Error e486 is indicating a communication error between the hand instrument and the generator. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.